Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of 10mm4cm 135 powerflex pro percutaneous transluminal angioplasty (pta) catheter it did not inflate due to leakage. The balloon was withdrawn and replaced with another balloon which inflated normally. There was no patient injury. The device will be returned for analysis. The device had been removed from the packaging, the guidewire lumen was flushed along with the guidewire to advance to the blood vessel. The physician used the pressure pump to increase the pressure while stepping on the flouoroscopy. However, while looking at the inflation process the event reported was noted. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media was iohexol at a 1:3 ratio. An unidentified indeflator was used in the procedure. There was no resistance/friction while inserting the balloon and no resistance/friction while inserting the balloon through the guide catheter. The balloon did not inflate normally.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During inflation of 10mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) catheter it did not inflate due to leakage. The balloon was withdrawn and replaced with another balloon which inflated normally. There was no patient injury. The device had been removed from the packaging, the guidewire lumen was flushed along with the guidewire to advance to the blood vessel. The physician used the pressure pump to increase the pressure while stepping on the fluoroscopy. However, while looking at the inflation process the event reported was noted. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media was iohexol at a 1:3 ratio. An unidentified indeflator was used in the procedure. There was no resistance/friction while inserting the balloon and no resistance/friction while inserting the balloon through the guide catheter. The balloon did not inflate normally. The device was returned for analysis. A non-sterile powerflex pro 10mm x 4cm 135cm balloon catheter was returned. Per visual analysis the balloon had not been inflated. No damages or anomalies were noted. Per functional analysis an indeflator (lab sample) was attached to the hub. A leakage was detected. Per sem analysis a balloon leakage was noted at the balloon proximal section. The balloon outer and inner surfaces were scanned to identify the possible root cause of the leakage. The balloon leakage was caused by a rupture on the balloon surface. The external surface of balloon revealed evidence of scratch marks adjacent to the balloon rupture and it is very likely that the same factors that caused the scratch marks on the balloon outer surface also contributed to the rupture of the balloon. The internal surface of the balloon and proximal marker band did not reveal any evidence of damages. No other anomalies were found during the analysis. A product history record (phr) review of lot 17679264 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage¿ was confirmed through analysis of the returned device. The exact cause of the leakage could not be determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.